Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode cannot be determined. Intuitive surgical, inc. (Isi) has not received the stapler reload or instrument involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. A review of the stapler logs was conducted by an isi failure analysis engineer (fae). Per the fae, the logs show sureform 60 stapler instrument (part #480460-09; lot #l13220808-0476) was installed on the system 6 time and fired 5 reloads (all blue). All firings were completed per the logs and occurred on the 1st, then 3rd-6th installs. The 2nd install showed no clamping or firing attempts. There were no pauses for compression, incomplete clamps or unclamp failures by this instrument. Additionally, there were 5 more completed clamps that were followed by a completed unclamp rather than a firing across the installs (excluding 2nd install). There are no stapler related errors in the logs. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted right hemi-colectomy procedure, the staples did not close and did not get a seal after a blue sureform 60 reload was fired with a sureform 60 stapler instrument. It is unknown what medical intervention, if any, was rendered due to the stapling issue. The cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, the staples did not close and did not get a seal on the fifth fire of the sureform 60 stapler instrument. It is unknown if buttress material was used and what specific type of tissue was involved. It is also unknown what medical intervention, if any, was rendered due to the stapling issue. The surgeon was able to complete four fires without any issues. All the stapler reloads used were blue. The surgeon swapped to a new sureform 60 stapler instrument for the remainder of the procedure.